Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Event description:
Patients operative records were received. Records indicate the patient was revised to address a painful hip with associated synovitis, elevated metal ion levels, clunking, and catching. Upon revision dark stained tissue and corrosion and threading around the trunnion were found. The socket had 20-30% ingrowth and was not loose. The stem and sleeve were added to the complaint. (Right hip).